Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had critical pump error alarm. The blood glucose level was 251 mg/dl at the time of incident. Customer stated that insulin pump was displaying a picture of a pump with a red x and an arrow pointing to an open book. Customer stated that the insulin pump dropped and it cracked on the battery compartment. The insulin pump will be returned for analysis.